Manufacturer narrative:
Although multiple calls have been place to the facility requesting additional clinical info, no response has been rec'd. Should the pump be rec'd for eval, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.